Manufacturer narrative:
Excessive fibrin can result in elevated ctni results. Ctni instructions for use indicate that samples should be free of particulate matter and fibrin. Dade behring has distributed a technical bulletin dated 6/30/05 which stresses the importance of sample integrity and proper centrifugation as part of the preanalytical process for ctni.

Event description:
A falsely elevated ctni result of 1.29 ng/ml was obtained on one patient. The incorrect ctni results was reported to the physician and he questioned the result. The original result was repeated and a ctni result of <0.04 ng/m was obtained. The sample was redrawn and a ctni result of <0.04 ng/ml was obtained. There was no report of adverse health consequences as a result of the reported falsely elevated ctni result. Sample integrity is the most likely cause of the elevated ctni results.